Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As rec'd, the monitor would not powering on was a flash memory failure (components u102 and u105) on the c/a board sn 52010176. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The pt rec'd a replacement monitor.